Event description:
It was reported that the patient experienced a significant drop in blood pressure, atrial perforation, and pericardial effusion.during a pulse field ablation (pfa) procedure to treat atrial fibrillation a farawave catheter was used. Spline bunching was observed in the catheter array, but it was elected to still insert the catheter and begin ablation. When the catheter was advanced out of the non-boston scientific sheath it was being used with the array was opened to the flower shape, but the splines did not look like they opened properly. The catheter was replaced and the new catheter was used to perform ablation. After six ablation lesions were made a significant drop in blood pressure was observed and a large effusion was using the intracardiac echocardiography (ice) catheter. The patient's chest was prepared for a pericardial drain, and the physician stopped the ablation and removed the farawave catheter and the non-boston scientific sheath. Blood was removed from the pericardial space after the drain was placed and the patient was brought to the operating room (or) for cardiac surgery. After the surgery the patient was informed that the effusion was created from the right side of the heart which suggested the ice catheter was the cause, and a perforation was confirmed near the ice catheter. The patient is expected to fully recover.

Manufacturer narrative:
Good faith effort attempts are in progress to try and retrieve the device status, but it has not been obtained yet. Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.